Event description:
It was reported that when using the bd pyxis medstation system plm4pcu1, the drawer failed and could not be pushed back in, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction at the station was due to damage to the drawer 5 bearing cage on both rails. A field service engineer replaced the damaged drawer 5 bearing cage on both rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.